Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed. The customer replaced the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's capacitor was aging and needed replacement. There was no patient involvement.